Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Reporter phone- (B)(6).

Event description:
It was reported that the subject device had dark image and poor light transmission. There were no reports of patient involvement.

Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken scope fiber, dented distal end and failed light transmission test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope had breakage fiber and failed the light transmission test due to defective cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.